Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a loss of suction during lasik flap creation. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Review of the logfiles for the day of treatment shows no errors or relevant warning that could contribute to the reported event. No suction or vacuum problem occurred during that day. The user has performed two time surgeries on the left eye of the same patient. For the first treatment the user operate the surgery with recommend energy setting. Then the user restarted a treatment again for the same eye with a energy setting for bed and canal cut, and the energy setting for side cut was within recommend range. During this treatment preparation a focus control error occurred, the user restarted the treatment again with the same energy setting. The surgery was completed without any problem. No technical root cause could be identified. The most likely root cause for the occurrences of the focus control error is that the user restarted treatment with the same patient interface (pi), as the pi was used before and it was wet that caused focus control error. The reported suction issue could not be confirmed during logfile review. No technical root cause was identified as the system was working within specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The most possible root cause is user handling during the docking process or the movement of the patient¿s eye. The manufacturer internal reference number is: (B)(4).